Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure, however, the error was confirmed to have occurred via system logs. The unit passed calibration and all functional tests performed. Axis 2 pot and motor/encoder will be replaced as a precaution for the field reported error. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a 23008 error and the led on patient side manipulator 1 (psm) turned yellow. The customer was able to recover by overriding the fault but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted error 23008 pointing to the left master tool manipulator (mtm) axis 2. At that time, the surgeon made the decision to complete the procedure using another da vinci system. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and the error was confirmed via system logs. The fse replaced the left mtm to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).